Event description:
During the onyx injection, it was reported that onyx leaked out of the marathon catheter. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00605.

Manufacturer narrative:
The device was returned for evaluation and it was found ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. Catheter rupture. (B)(4).